Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. Analysis also found the upper case, side bail covers and ring cover are broken. Lower case, battery release, lead flex cover, battery drawer and battery flex are contaminated. One side bail and ring are missing. (B)(4).

Event description:
The device was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.